Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, home patient (hp) had a system error 2240 (air in the line). The hp had disconnected himself. The hp got the alarm the previous night. Global product surveillance (ps) contacted home patient (hp) on (B)(4) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.